Event description:
Allegedly revised due to looseness.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for kidh-214l lot no: 088688512. Device history record reviewed.(B)(4)